Event description:
It was reported that a patient underwent a left atrial tachycardia procedure with a thermocool® smarttouch® sf uni-directional nav catheter and suffered a pericardial effusion. The patient¿s medical history is unknown. No further information is known regarding the patient status. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under 510(k) p030031/ PMA # s053. (B)(4).